Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced t-wave oversensing (twos) during tachycardia and pause episodes. It was further reported that the device experienced right ventricular (rv) undersensing and twos during atrial fibrillation (af) episodes. The icm remains in use. No patient complications have been reported as a result of this event.